Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. No intervention was made. The patient was stable and will continue to be monitored.